Event description:
Event was received on 11/3/2004 via copy of the hospital's medwatch report mailed by FDA. "Instrument was being used to guide the drill during a procedure on the shoulder. The drill was also used. A snap was heard, and when the instrument was removed, approximately 1 inch of the plastic tip was missing. Staff felt that tension was applied to the instrument to hold in place and may have contributed to the break. An additional small incision was required to retrieve the plastic tip, otherwise there was no harm to the patient and the procedure was completed." This device is used for treatment.

Manufacturer narrative:
Customer stated that tension was applied to the instrument to hold it in place and this may have contributed to the break. Evaluation determined the shaft broke off at the end of the stainless steel shaft. There is a stress crack noted at the clear portion of the tube which supports the customer's statement. It appears the device was pried on during use, causing it to break.